Event description:
Nine days after percutaneous coronary intervention (pci), the pt had an acute myocardial infarction and died. This was considered a cardiac death with likely evidence for stent thrombosis. There was no repeat pci or CABG before the death. An autopsy was also not performed. The event was considered highly probably related to the device. This to the cardiac catherization unit with 3-vessel disease. The primary indication for intervention was an acute non st elevation myocardial infarction (nstemi) at an undetermined location more than 72 hrs pain onset to pci. Killip class ii was recorded from hospital admission to pci. The pt's blood pressure at the beginning of the procedure was 103/96 and the heart rate was 96. The left ventricle ejection fraction (lvef) was less than 30%. Pre-procedure ck was within normal limits, but troponin was greater than or equal to five times above the upper normal limits. Ck-mb was not checked. Pre-procedure medications included aspirin and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractioned heparin. Pci was performed on an 80% de novo lesion in the proximal circumflex of 30mm in length in a 3.0mm vessel diameter. Thrombin inhibition in myocardial infarction (timi) ii flow was recorded pre-procedure. The (b1) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. A 3.0 x 33mm cypher select plus stent was deployed at 12 atmospheres (atm) by direct stenting with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 70% de novo lesion in an unprotected left main (lm) coronary artery of 13mm in length in a 3.5mm vessel diameter. The (b2) concentric lesion was characterized as smooth contour, little to no calcification and thrombus absent. Thrombin inhibition in myocardial infarction (timi) ii flow was recorded pre-procedure. A 3.0 x 13 mm cypher select plus stent was deployed at 12 atm by direct stenting with satisfactory results. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure ck was within normal limits at the 6 to 24 interval, but troponin was four times above the upper normal limits during the same time frame. No further enzyme levels were checked. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 mos, statins and ace inhibitors.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to us distributed. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following mfg numbers 9610699-2008-00795 and 9616009-2008-00796.